Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was intially performed without incident. Approx one month post procedure, the pt presented with pain. No infection was noted. The right side suture was removed without incident and the pt underwent antibiotic treatment. The pt remains continet. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Directions for use outline as potential complications: "loss of fixation and/or visualization of implanted graft materials. A variety of materials utilized with soft tissue have been known to cause cancer and other adverse reactions such as tissue senstivity and tissue erosion. As with any implant materials, sensitivity tests such as may be indicated."